Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation. The patient symptoms of erosion and urinary retention are known risks associated with the procedure and device and noted as such in the instructions for use.

Event description:
It was reported that the artificial urinary sphincter worked until a few weeks ago when the system started cycling too quickly to allow the patient enough time to fully to void. He went to the emergency department (ed) and was scoped. It was determined that the cuff was not fully opening upon pumping the pump. The physician deactivated the system but the patient came back to emergency department because he could not void. He was catheterized, which eventually caused an erosion under the cuff into the urethra. He then underwent surgery and is currently home treating with antibiotics. No further patient complications were reported.

Event description:
It was reported that, a few weeks ago, this artificial urinary sphincter (aus) started cycling too quickly to allow the patient enough time to fully void. He presented at the emergency department (ed) and a cystoscopy was performed. Imaging determined thatthe cuff was not fully opening upon pumping. The physician deactivated the system, but the patient later returned to the ed because he could not void. He was catheterized, which eventually caused an erosion into the urethra under the cuff. An explant surgery was performed, and the patient was treated with antibiotics. A new aus was subsequently implanted. No further patient complications were reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. The reported patient symptoms of erosion and urinary retention are known risks associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.